Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer's blood glucose level. Caller was able to change cartridge and resume insulin therapy.